Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer's parent reported via phone call indicating that the customer experienced high blood glucose of 500 mg/dl. The customer did not mention any symptoms of their blood glucose levels. The customer did not mention any form of treatment for their blood glucose levels. Caller stated that the device was giving an "insulin flow block" alarm, but did not know what was causing the issue. The caller declined troubleshooting and stated that they were still making adjustments to the insulin pump. The customer did not return the product back for analysis.